Event description:
.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00029.